Event description:
It was reported that this device was found to be in safety mode. It is unknown at this time if replacement has occurred. Additional information is being requested. No adverse patient effects were reported. Additional information received indicated that this device was replaced and is not expected to be returned.

Event description:
It was reported that this device was found to be in safety mode. It is unknown at this time if replacement has occurred. Additional information is being requested. No adverse patient effects were reported.